Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). This report is for unk - screws cannulated/unknown lot number. Date of original implant reported only as (B)(6) 2016. Concomitant device therapy date reported only as (B)(6) 2016. Concomitant medical products: screws (part number unknown, lot number unknown, quantity 7). (B)(6). (B)(4): the complaint indicated that a cannulated screw head was broken prior to the revision surgery. All fragments were removed at time of revision subject device has been received and a manufacturing investigation action was performed. (B)(6) reported that in (B)(6) 2016 an open reduction internal fixation had been performed, but on (B)(6) 2017 a revision surgery was performed for a broken 4.5mm lcp condylar plate. The broken plate and screws were removed and the fracture was reduced and fixed with a longer plate. A five minute surgical delay was reported and no reported patient harm. Concomitant devices reported: screws (part number unknown, lot number unknown, quantity 7) the patient reported with pain on an unknown date. X-rays were done and it was discovered that the plate had broken. One cannulated screw head was also broken prior to the revision surgery. All fragments were removed at time of revision. The original fracture was proximal to a knee implant. The knee implant was not a depuy implant and there were no other synthes devices implanted around the fracture. Customer quality (cq) engineering investigation: one broken plate was received in 2 pieces and the distal portion of a broken screw was received at cq. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the 2 returned complaint devices broke postoperatively. The following were returned as concomitant devices without an alleged complaint condition. Part #: unk screw -locking, lot #: unk, quantity: 1; part #: unk screw - cortex, lot #: unk, quantity: 1. Part #: unk screw - locking cannulated, lot #: unk, quantity: 5: upon visual inspection there is no evidence that these devices contributed to the complaint condition, and therefore no additional investigation will be performed on these devices. A visual inspection under 5x magnification, dimensional inspection of feature(s) related to this complaint, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed for the 2 complaint devices as part of this investigation. The report indicates that: no product design issues or discrepancies were observed. This complaint is confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported that in (B)(6) 2016 an open reduction internal fixation had been performed, but on (B)(6) 2017 a revision surgery was performed for a broken 4.5mm lcp condylar plate. The broken plate and screws were removed and the fracture was reduced and fixed with a longer plate. A five minute surgical delay was reported and no reported patient harm. Update 05-0517: the patient reported with pain on an unknown date. X-rays were done and it was discovered that the plate had broken. One cannulated screw head was also broken prior to the revision surgery. All fragments were removed at time of revision. The original fracture was proximal to a knee implant. The knee implant was not a depuy implant and there were no other synthes devices implanted around the fracture. There are 2 device in this complaint. Concomitant medical products: screws (part number unknown, lot number unknown, quantity 7). This is report 2 of 2 for (B)(4).